Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, they had a hypoglycemic event that led to loss of consciousness and hospitalization. Patient loss consciousness and awoke in the ambulance and the emergency technicians told her that her blood glucose (bg) was at 17. They got her bg up to 102; however, when she arrived to the emergency room it was back down to 20. The patient was hospitalized for three days. She was released on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.